Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and a powdery substance was found. It was reported by the biosense webster inc. (Bwi) representative that a white powdery substance was noted upon opening the soundstar catheter. It was noticed before use. It appeared to be attached (not loose) since it did not immediately fall off. The device was not used on the patient. The catheter was replaced, and the issue was resolved. No adverse patient consequence was reported.